Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument was noted to be dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house is3000 system for a latex cut test. The scissors cut cleanly through .006 latex. The blade edges were undamaged. Engineering also found a crack in the main tube. The distal end of the main tube exhibited a hairline crack in the axial direction. The tube outer diameter had a slight bulge near where the crack was located, roughly .300 above the metal reinforcement ring. The instrument was disassembled to check the inner surface of the main tube. No cracking was found on the inner surface; it appeared the crack initiated on the outer surface. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.